Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in catheter was split. This was discovered before use. The following information was provided by the initial reporter: material no: 381533, batch no: 0057971. It was reported that the catheter was split from the needle up on uncapping.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/2/2020. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0057971. D.4. Medical device expiration date: 1/31/2023. H.4. Device manufacture date: 2/27/2020. D.4. Medical device lot #: 0050685. D.4. Medical device expiration date: 1/31/2023. H.4. Device manufacture date: 2/25/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received seven unopened units from lot number 0050685 and two thousand ninety-nine unopened units from lot number 0057971. In addition, one photograph was submitted which displayed the needle piercing through the catheter near the base of the catheter tubing. All seven units from lot number 0050685 were removed from their packages and visually inspected for a spear through or damage to the catheter tubing. A sampling size of seventy-six units from lot number 0057971 were removed from their packages and visually inspected for a spear through or damage to the catheter tubing. No defects were found with the units from either lot number. Based on the evidence from the photograph provided, the reported issue was confirmed as the needle was piercing through the catheter. The catheter in the photographs coincides with the statement provided by the facility and does not appear to have been used. This was evidence to confirm and support a manufacturing process related issue for the reported defect relating to the alignment of the set together station, bent tubing, or air blow inconsistency. The photograph did not provide confirmation of the lot number. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard winged pnk 20ga x 1.0in catheter was split. This was discovered before use. The following information was provided by the initial reporter: material no: 381533 batch no: 0057971. It was reported that the catheter was split from the needle up on uncapping.